Event description:
It was reported via repair work order that the power pro had a bent retractable head section due to the cot hitting the back bumper on truck while the base was retracted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.